Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Follow-up with the complainant has been conducted for the lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The teeth at the tip of the screwdriver broke off with insertion of the screw. There was no negative outcome and the operation proceeded without issue.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint description states that the teeth at the tip of the screwdriver broke off with insertion of the screw. The device associated to the complaint was returned for analysis. Examination of the returned instrument confirmed two of the four teeth broke off. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint were reported for the affected product code and lot combination. Regarding the locking screwdriver, previous investigations identified a trend for the teeth breaking. A health hazard evaluation meeting was conducted in (B)(6) 2013 and identified a potential harm; documented in (B)(4) via eco (B)(4), completed in (B)(6), 2013. (B)(6) CAPA-(B)(4) was initiated in 2013 to determine root cause and corrective actions. The root cause was determined to be inadequate design for unintended off-axis use. A redesign of the delta extend screwdriver guide is ongoing to ensure that the screws are captured properly and torqued "on-axis," thus preventing overloading of the teeth in the screwdriver, which could result in the fracturing of the teeth as seen in the initial complaints. Based on the information received and the investigation performed, the root cause of the incident is related to product design. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.